Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on 10-nov-2017 to mid and lower abdomen, (B)(6) 2018 to lower abdomen, and (B)(6) 2018 to mid abdomen using the cooladvantage, coolcore contour applicators. Patient was further treated with coolscupting to lower flanks on (B)(6) 2017 and 24-sep-2018 using the cooladvantage, coolcurve+ applicators. Patient developed paradoxical hyperplasia (pah/ph) on treated areas, diagnosed on 17-feb-2021. Tissue described as "dense, firm in all the areas with well demarcated borders".

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to mid and lower abdomen, (B)(6) 2018 to lower abdomen, and (B)(6) 2018 to mid abdomen using the cooladvantage, coolcore contour applicators. Patient was further treated with coolscupting to lower flanks on (B)(6) 2018 using the cooladvantage, coolcurve+ applicators. Patient developed paradoxical hyperplasia (pah/ph) on treated areas, diagnosed on (B)(6) 2021. Tissue described as "dense, firm in all the areas with well demarcated borders".